Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the product labeling and one photograph of the defect were provided for investigation. Upon evaluation of the images, the presence of bubbles was noted inside the tubing on one of the images. The reported issue was confirmed. All information concerning this reported incident has been included in our trend analysis of the product line. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: micro air bubbles in tubing.